Event description:
It was reported that a spectrum pump under infused. A traumatic brain injury patient was receiving a dexmedetomidine infusion for sedation at 2 mcg/kg/hour which was 28.6 ml/hour. The bag of dexmedetomidine is 100ml which would run for just under four hours. On the day of the event the bag was changed at 00:57 using the same unspecified tubing. After an unspecified amount of time, the pump alarmed bag ¿near empty.¿ the nurse noted the bag ¿appeared full.¿ the nurse reported they assumed the nurse that ¿hung it forgot to change the volume to be infused (vtbi) on the pump the nurse reset the total and started the pump running again.¿ the patient¿s agitation had been increasing since 21:00 despite the ¿as needed¿ (prn) medications (not further reported); along with increasing the dexmedetomidine from 1.8 mcg/kg/hour to 2 at 00:43. The patient had been exhibiting behaviors such as sitting up in bed, ¿throwing their legs¿ (over the side rails), pulling with their ¿good arm¿ in the soft limb restraint and kicking their legs. This level of agitation required 4-6 people to be constantly at the bedside to hold the patient down and keep the patient from harming themselves or the staff, for approximately three hours. The nurse consulted with the intensivist. The intensivist added a third soft limb restraint to the patient¿s left leg, started a midazolam infusion, and formed a plan to reintubate for the patient¿s safety. Around 05:00 the pump alarmed bag near empty. The nurse noted ¿the bag still looked quite full, verified that all clamps were open watched a drip.¿ no further information provided.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.